Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned for analysis. Only photo was returned. The returned photo shows implanted iol. There appears to be marks/lines visible on the iol. The exact location of the lines/marks cannot be confirmed. Based on our observations of the attached photo of the implanted iol, there appears to be marks/lines visible on the iol. The exact location of the lines/marks cannot be confirmed. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify the origin of the reported complaint as it was highlighted post implantation. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported creases on an implanted intraocular lens (iol). There is currently no reported patient impact. Additional information was requested.